Manufacturer narrative:
Additional narrative: subject device has been received. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric nail fixation procedure there was an issue with the helical blade and the nail interlocking. The nail and blade were removed and a second nail and blade were implanted. The same insertion handle and aiming arm were successfully used to insert the new nail and blade. There was a report of a one hour delay in surgery. This report is 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Product investigation evaluation: one insertion handle (part 357.411 / lot 4826269), one 130° aiming arm (part 357.366 / lot 4846962), one helical blade (part 456.308 / lot 7505242), and one trochanteric fixation nail (part 456.322 / lot 7885085) were returned with the complaint that ¿during a trochanteric nail fixation (tfn) procedure there was an issue with the helical blade and the nail interlocking. The nail and blade were removed and a second nail and blade were implanted. The same insertion handle and aiming arm were successfully used to insert the new nail and blade.¿ upon receipt of these devices, the tfn is damaged at the lateral side of the helical blade cut out. The helical blade is damaged at the distal tip with material missing, likely due to these two implants contacting each other at these areas. Also, the proximal locking mechanism of the tfn was not engaged. The complaint concerning these implants is confirmed. When the aiming arm and insertion handle were assembled and attached to the tfn, the alignment was adequate for proper insertion of the helical blade through the cutout in the tfn. The drawings for the insertion handle were reviewed, and the design, material and finishing processes are appropriate for the intended use of this device. This complaint condition is likely a result of improper assembly of the system prior to helical blade insertion, which would lead to misalignment. The designs of these devices are adequate for their intended uses and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.